Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 41-48 mg/dl were recorded by continuous glucose monitor (cgm) from 7:24:35 pm to 7:34:35 pm on (B)(6)2020. Cgm alert 1 (cgm low alert) enunciated at 7:19:35 pm. On (B)(6)2020, at 5:53:19 pm, user made a bolus request of size 2.5 units, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.